Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer had a misalignment between the stylus and the cursor. It was also indicated that there was a software error and the cover was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had incorrect programming/programming difficulty and that the screen was not functioning. The programmer was returned for service. There was no patient involvement.